Event description:
The reporter, a nurse practioner at dr. Office, reported a patient with a reaction following an injection of radiance. The patient was injected in the naso-labial folds. The left side of the patient's face and left eye appears red and swollen. Reporter, believes that this may be an allergic reaction.